Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's guardian discovered in mid (B)(6) 2021 that the user no longer had any auditory response with the device and in situ measurements showed abnormal results. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's guardian suddenly found that the user had lost his auditory response with using the device and the in situ measurements showed abnormal results. The user was re-implanted on (B)(6), 2021.

Event description:
The user's guardian suddenly found that the user had lost his auditory response with using the device and the in situ measurements showed abnormal results. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.